Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the alarm did not go off on the central station (piic). The device was in clinical use monitoring a patient at the time of the reported event. There is no adverse event associated with this product.